Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot 17709998 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during superficial femoral artery (sfa) angioplasty in peripheral arteriopathy with critical ischemia, the saber balloon catheter ruptured while inflating at twelve atmospheres (atm). There were no reported patient injuries. The procedure was completed successfully with stent implantation. This was the second dilatation, a distal segment of the catheter stayed in the lumen. Attempts to recover the fragment were unsuccessful. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop and removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device did not kink or bend at any time prior to the resistance/friction. There were no kinks/bends noted after the resistance/friction was experienced. There was no difficulty tracking through the vasculature. The contrast to saline ratio was 2/3 saline, 1/3 contrast. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The target lesion was the femoral artery. The lesion was moderately calcified. There was moderate vessel tortuosity/angulation. There was seventy percent stenosis. The device was not used for chronic total occlusion (cto). The balloon catheter was not removed easily and the fragments were not removed. The patient is doing great.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, during superficial femoral artery (sfa) angioplasty in peripheral arteriopathy with critical ischemia, the 5x200mm 150cm saber balloon catheter (bc) ruptured while inflating at twelve atmospheres (atm). This was the second dilatation, a distal segment of the catheter stayed in the lumen. Attempts to recover the fragment were unsuccessful. The procedure was completed successfully with stent implantation. There were no reported patient injuries. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop and removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device did not kink or bend at any time prior to the resistance/friction. There were no kinks/bends noted after the resistance/friction was experienced. There was no difficulty tracking through the vasculature. The contrast to saline ratio was 2/3 saline, 1/3 contrast. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The target lesion was the femoral artery. The lesion was moderately calcified. There was moderate vessel tortuosity/angulation. There was seventy percent stenosis. The device was not used for chronic total occlusion (cto). The balloon catheter was not removed easily and the fragments were not removed. The patient is doing great. A non-sterile saber 5mm20cm 150 was received coiled inside of a clear plastic bag. Product was unpacked to do a first visual inspection without any optical magnifying device. During the inspection, a separated balloon condition located at the distal section was observed. The separated inner body section was not received. No other damages or anomalies at the part was detected. An sem analysis was performed to the separated area to identify the possible root cause of the separation. Sem results showed that the external and internal surfaces on the analyzed separated section of the balloon presented evidence of tension/stress marks near the balloon separation area. Also, the external surface of the balloon near the separated section presented evidence of abrasions at the surrounding area of the separation. Abrasion damage is commonly caused during the interaction of the balloon material with a sharp object. Moreover, the tension/ stress marks observed suggest that the device was induced to stretching/pulling events that exceeded the material¿s yield strength prior to the separation. It is very likely that the same factors that caused the tension/stress marks and abrasion marks on the balloon could have led to the separation found on the received unit. No other issues were observed during the sem analysis. A device history record (DHR) review of lot 17709998 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was not confirmed through analysis of the returned device due to the separation of the balloon. However, the reported ¿pta/ptca system separated in patient¿ and ¿body/shaft separated in patient¿ were confirmed through analysis of the returned device. The exact cause of the separations could not be conclusively determined during the analysis. Based on the information available for review and the product analysis, lesion characteristics (moderate calcification and moderate tortuosity) and handling factors (such as excessive force) may have contributed to the reported balloon burst and separation. Calcified/resistant lesions can cause damage a balloon as evidenced by the abrasion marks, and handling factors after a balloon burst can lead to a separation. These separation factors are evidenced by the tension/stress marks found at the separated area of the returned device during sem analysis. As warned in the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected.¿ neither the product analysis review, the pet investigation, nor the DHR review suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.